Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was used successfully in the left sided veins. The sheath was then pulled back into the right atrium, the farawave catheter was removed, and a mapping catheter was inserted. After the mapping catheter was inserted, the physician noticed air bubbles inside the sheath, tried to aspirate back but the air was still coming off the sheath. The physician aspirated and pulled the mapping catheter and then aspirate again but the issue persisted. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve and inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears in the outer valve and inner valve. The damaged hemostatic valve was likely the leak path for the air ingress observed in the faradrive steerable sheath during the procedure.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was used successfully in the left sided veins. The sheath was then pulled back into the right atrium, the farawave catheter was removed, and a mapping catheter was inserted. After the mapping catheter was inserted, the physician noticed air bubbles inside the sheath, tried to aspirate back but the air was still coming off the sheath. The physician aspirated and pulled the mapping catheter and then aspirate again but the issue persisted. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was received at boston scientific's post market laboratory.